Event description:
According to the reporter, in a laparoscopic totally extraperitoneal (tep) hernia repair, the valve seal disengaged. As the mesh, which was cut to less than 15x10cm, was being inserted through the port, the seal completely dislodged and entered the patient¿s cavity. The seal was retrieved using laparoscopic graspers and a 5mm scope was opened to visualize the seal's removal through the trocar. Another trocar was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the main valve seal was disengaged. The trocar balloon, lock collar and converter doors were intact. The insufflation bulb was not received. The obturator was not received. Functionally, the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. The balloon was inflated using a test insufflation bulb and no leaks were detected. It was reported that the seal disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur when excessive force was applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: follow all mesh manufacturer instructions on how to prepare the mesh and how to introduce it through a trocar. Never attempt to force a mesh through the trocar. Before introducing a mesh, consult the mesh instructions for use (IFU) to confirm its compatibility with the selected trocar size. Excessive force used to insert mesh through the trocar may lead to trocar seal disengagement as well as textile damage or impact mesh deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.